Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvis") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced procedural pain ("insertion very painful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovulation pain ("painful ovulation"), abdominal distension ("thick/swollen abdomen"), gastrointestinal disorder ("intestinal complaints"), limb discomfort ("heavy legs"), back pain ("pain in lower back"), abdominal pain ("pain in abdomen"), migraine ("migraine"), headache ("excessive headache"), musculoskeletal pain ("excessive muscle and joint pain"), menometrorrhagia ("heavy irregular menstruation"), mood swings ("mood swings"), parosmia ("metal smell") and dysgeusia ("metal taste"). The patient was treated with surgery (fallopian tubes and essure removed in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, ovulation pain, abdominal distension, gastrointestinal disorder, limb discomfort, back pain, abdominal pain, migraine, headache, musculoskeletal pain, menometrorrhagia, mood swings, parosmia and dysgeusia had resolved and the procedural pain had resolved with sequelae. The reporter provided no causality assessment for abdominal distension, abdominal pain, back pain, dysgeusia, gastrointestinal disorder, headache, limb discomfort, menometrorrhagia, migraine, mood swings, musculoskeletal pain, ovulation pain, parosmia, pelvic pain and procedural pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 3877 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.